Event description:
It was reported to boston scientific corporation that during preparation to place a contour ureteral stent, when the device was removed from the packaging, just before handing to the physician, it was discovered that the stent appeared uneven on the tapered end. The suture was removed from the stent. Additionally, it was reported that the stent coils did not appear 'tight.' The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'stable.'

Manufacturer narrative:
Analysis of the returned contour ureteral stent revealed that the renal pigtail was slightly ripped. The cause for this tear could not be determined. Additionally, the renal pigtail was deformed, appearing bottlenecked at the tip. An investigation has been opened to address this issue.

Event description:
It was reported to boston scientific corporation that during preparation to place a contour ureteral stent, when the device was removed from the packaging, just before handing to the physician, it was discovered that the stent appeared uneven on the tapered end. The suture was removed from the stent. Additionally, it was reported that the stent coils did not appear 'tight.' The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly 'stable.'

Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for the reported event of uneven material.